Event description:
It was reported that the patients' left knee was being revised due pain and instability. The patella was not replaced during the primary surgery. The surgeon commented intraoperatively that the poly size was too small and the femur and tibial components were too large. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown poly. Additionally, an unknown femur and tibia were reported. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).